Manufacturer narrative:
Information concerning the events of ischemia and necrosis have been updated in the labeling. These events are under monitoring. The event blister is not explicitly mentioned in the labeling, but is assessed to be a related to the labeled event necrosis. The remaining events are addressed in the labeling. Pharmacovigilance comments: based on the available information, a causal relationship between the events and the treatment cannot be excluded. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. The case has been assessed to fulfill the criteria for regulatory reporting.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-sep-2015 by a physician which refers to a male aged (B)(6). The patient is healthy and has no concomitant treatments. The patient had previously received treatment with belotero balance in forehead lines on (B)(6)-2014 and dysport on unknown date. On (B)(6)-2015, the patient received treatment with restylane silk 1 ml lot 13407 to deep transverse lines on forehead with needle supplied in package with superficial subdermal technique. At the same date, on (B)(6)-2015, the patient experienced moderate, blister (implant site vesicles) at forehead after treatment with restylane silk. Overnight, on (B)(6)-2015, the blister ruptured with bleeding (implant site haemorrhage) and the site became red (implant site erythema) at glabella after treatment with restylane silk. Six days later, on (B)(6)-2015, the patient experienced moderate, depressed with a scar at the site (implant site scar) at glabella after treatment with restylane silk. Unknown later, on (B)(6)-2015, the patient experienced unknown, skin necrosis at injection site of forehead (implant site necrosis) at glabella after treatment with restylane silk. The reporter is awaiting maturation of the scar before reinjecting to raise depressed area. At the time of the report the site became red was recovered/resolved, blister and blister ruptured with bleeding were recovered/resolved with sequelae, depressed with a scar at the site was not recovered/not resolved and skin necrosis at injection site of forehead was unknown. The reporter has assessed the blister, blister ruptured with bleeding, site became red, depressed with a scar at the site and skin necrosis at injection site of forehead as possible related to treatment with restylane silk. The company has assessed the blister, blister ruptured with bleeding, site became red, depressed with a scar at the site and skin necrosis at injection site of forehead as possible related to treatment with restylane silk.